Event description:
It was reported that during a routine pulse generator change out, the ventricular lead exhibited an insulation abrasion. The lead electrical measurements were -normal-. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.